Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a blood back event which caused blood to fill the port and drain port. The surgical team noted bubbles on the drain line and blood spots on the fill line, while use on a patient in the ICU (intensive care unit). It was unclear as to how long the blood was in the system. The patient was stable at the moment of the blood back event, but was taken to the or (operating room) to remove the catheter. There was no reported injury to the patient.